Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufacture date: july 15, 2020 - july 16, 2020. H10: the device was received for evaluation. Visual inspection on the returned unit via the naked eye, noted the bladder has been ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the issue. And no issues were noted. The reported condition was verified. The cause of the condition could not be determined. However, the most likely cause was a manufacturing related issue. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.